Event description:
It was reported that a tlc55 was used during a low anterior resection. It was reported by the affiliate that the knob stopped during the firing stroke. A new device was used to complete the case. There was no consequence to the pt.